Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced an elevated blood glucose (bg) level of above 600 mg/dl with large ketones present for the last 3 days. The customer took manual injections to stabilize blood glucose level and the customers health care provider recommended the customer consume water. The customer stated that high (bg) was most likely due to a tonsil infection. However, it could not be confirmed. A system check performed with tandem technical support indicated that the pump was operating as expected. Multiple attempts have been made to follow up on the customer that have been unsuccessful.